Event description:
There was left ventricular assist device malfunction, taken to or on (B)(6), 2012,where a mediastinal exploration and left ventricular assist device pkt was carried outwith repositioning of outflow graft, irrigated with triple antibiotic solution.